Event description:
It was reported that the patient attached to pump - about 8 hours later, alarmed upstream occlusion. A new pump connected, and rate adjusted to allow for infusion to complete at a later time. This event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported. 5fu infusion. Continuous infusion rate: 5.4. Reservoir volume: 250ml. Given: 1. Air detector: off. Upstream sensor: off. Length of infusion: 46 hours. No cstd was used to fill cassette.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.